Event description:
Same case as MFR report #: 2134265-2009-05536. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced hypotension and bradycardia. The index procedure treated the 85% stenosed 5.0x15mm target lesion located in the right bifurcation of the common carotid artery with a secondary lesion in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed 4-9x30mm nexstent. Following post dilation with an unspecified device, the residual stenosis was 0%. One day post procedure, the pt was discharged with a stroke value of "0". During the index procedure, the pt experienced hypotension and bradycardia. The pt was transferred to the ICU and was treated with IV phenylephrine and atropine. He was weaned off the phenylephrine after approx 48 hours. The event was considered resolved without residual effects, and the pt was discharged on day five. Per the physician, the relation of the device to the event was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.